Event description:
According to the event description: patient was receiving a continuous pentobarbital infusion. Register nurse noted that after 10hrs of continuously infusing the medication at 11.5ml/hr, that there was a surplus of medication left in the IV bag. When the medication was wasted, there should have been 10mls left, but 80mls was left. The medication was also crystalized inside the tubing. Bag size 125ml. Total volume wasted 80ml. Volume infused (should have been roughly 115ml )( 10hr x 11.5ml rate).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.